Manufacturer narrative:
The event/therapy occurred on an unspecified date in 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was leaking. This event occurred during use with patient involvement. Upon further due diligence on the reporter advised that the leak came from the seam of the cassette itself not from the tubing. Cassettes are kept in the patient's room prior to use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.